Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient's right atrial lead exhibited oversensing. The lead was explanted (B)(6) 2019 and lead damage was observed. The patient was stable throughout the procedure.